Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was implanted on an (B)(6) 2024. On (B)(6) 2024, the physician report that the balloon was originally filled to 600 ml during the implantation. The physician did endoscopy imaging due to the patient having abdominal pain and was vomiting, the balloon was found to be hyperinflated with around 600ml of fluid and as if the balloon was hyperinflated to around 1000 ml, during the endoscopy imaging the balloon was removed successfully. There were no patient complications reported as a result of this event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6: device code a1406 is being used to capture the reportable event of inflation problem. Impact code f2202 is being used to capture the reportable event of endoscopic procedure.